Event description:
A customer reported multiple dull knives during multiple different procedures. The knives were exchanged in all cases and no patient harm reported.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. Because a sample was not returned and no lot number was provided, the root cause for the defect "blunt" reported by the customer cannot be determined. Some potential causes are reuse, improper handling, or contact with another instrument. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).